Event description:
It was reported to philips healthcare that during preventative maintenance the heartstart xl displayed an error code 1000 (defib failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.